Event description:
The device was returned to the service center for a report from the customer contact that keypad #2 was damaged. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the channel 2 device door roller was missing and the door roller pin was broken.

Manufacturer narrative:
Testing and investigation found that the channel 2 device door roller was missing and the door roller pin was broken. Further testing, found that channel 2 of the device had unrestricted flow after the door was opened. This was due to the missing door roller and broken door roller pin prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the device door was opened. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.